Manufacturer narrative:
Follow-up #1 date of submission 06/23/2016-device evaluation: the pump was returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the pump black box data revealed two pump reboots associated with clearing alarms; however, there was no indication of a power issue in the data. During testing, the battery cap secured properly to the pump to maintain power. The battery cap contact dimensions measured within specifications. The pump case was removed, and no intermittent conditions were found. A power interruption was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked, and the display screen appeared dim with discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.